Manufacturer narrative:
The primary di and production identifier of lot number were not provided by the consumer. An attempt was made to obtain more information from this social media consumer and no response was received. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that she used tampons during her period and then 5 days after her period stopped, pledget pieces came out of her vaginal cavity. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome. However, no further information has been received.